Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th june 2025, it was reported by an arthrex's employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the end of the anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1934bcf-2. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1934bcf-2 sutr anch, bio-comp s-tak batch 15201736 was received for evaluation. Visual inspection revealed that the anchor was broken at the proximal end; pieces of the anchor are missing, most likely due to the breakage. The anchor appears to be warped. No damage was noted on the sutures. The received device assembly contains one suture. According to drawing c0000 at revision 1 specification for component c0000-02, 2 or mult sutrs, two or multiple sutures are present on the assembly. Functional testing was performed by moving the anchor still attached to the sutures; no resistance or issues were noted during the test. The most likely cause(s) of the reported failure are user error, improper bone preparation, misaligned insertion, or excessive forces applied by leveraging/prying the device. The complaint allegation was confirmed. Refer to the investigation pictures.